Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was likely that the image was not displayed due to a defective cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head cable was deformed, with occasional occurrence of no images. The malfunction was found when the spare product was returned to the spare parts center. There was no concomitant device involved. There were no reports of patient harm.

Event description:
The customer reported that the 4k camera head cable is deformed, and occasional occurrence of no images. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.